Manufacturer narrative:
H10: the device, used in treatment, was returned for evaluation. A visual inspection reported damage to the case. The functional evaluation found that the device had a bad odor, but the complaint of a defective alarm and overheating of the device could not be confirmed. We have therefore not been able to confirm a relationship between the event and the device or identify a definitive root cause. Probable root causes my include the operating temperature of the pump became elevated due to attempting to charge it while in the carry bag, exposure to a direct heat source or excessive ambient (room) temperature (above 40c) during transport, storage or operation. A review of the manufacturing records found that there was no evidence that the product didn¿t meet specifications at the time of manufacture. A complaint history review found other related events. This investigation is now complete with no further action deemed necessary. Smith + nephew will continue to monitor for any adverse trends relating to this product range.

Event description:
It was reported that, during a npwt a renasys touch non connect 4th ed device pump got overheated and no alarm sounded. Treatment was resumed, with a back-up device. Patient was not injured as consequence of this problem.